Event description:
Boston scientific received information that from this patient's advocate that the patient implanted with this implantable cardioverter defibrillator (ICD) had received several shocks, passed out and was hospitalized. The advocate was questioning why no one was notified. Efforts to get more information have not been successful so the details are unknown at this time. There were no further adverse patient effect reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information received indicates that this patient expired over two years later. There were no allegations at time of death. The patient's products were explanted and returned.